Manufacturer narrative:
The purge cassette was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, it was noted that there were occasional positioning alarms during ambulation. The patient survived the event.

Manufacturer narrative:
The investigation of positioning issues has been completed. Based on the clinical details unclear why the impella was deep. No unusual patient conditions stated during the process. The cause of the positioning issues cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. (The cassette was returned for investigation).